Manufacturer narrative:
H.6 investigation summary material #: 301747 lot/batch #: 3328949. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for loose IV shield was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using the bd vacutainer® flashback blood collection needle the IV shield fell off the device prematurely. No patient impact.